Manufacturer narrative:
G1/2: contact information updated due to expiration of exemption e2014018. Manufacturing site evaluation: investigation: both applier components were returned in used condition. The box lock screw is missing from one applier. During functional testing with a clip magazine and trial vessel material, the reported deviation could not be duplicated. The mouth parts show signs of usage, but no deviation. Additionally, analysis of instruments in the manufacturing plant did not show any deviation either. Batch history review: the device quality and manufacturing records could not be reviewed as the lot number is unknown. Conclusion and root cause: based on the information available, it is not possible to determine a definitive root cause. It could be possible that the failure is usage related. No manufacturing relationship is established. Rationale: the applicator does not show any deviation. Based on the results of our investigation, including attempts to duplicate the reported failure, it seems most probable that the difficulty encountered is usage related. Corrective action: no trend for reports of this type is established. According to sa-de13-m-4-2-04-000-0 there is no CAPA necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the clip applier intraoperatively. During a laparoscopic procedure, after the applier was being removed from tissue, the clip did not release correctly. There were no reports of patient harm; no x-ray was taken. Additional information was not provided, but has been requested.